Event description:
Mother states she performed multiple back to back tests with device with the following results: 50mg/dl~85mg/dl, 385mg/dl~155mg/dl, 532mg/dl~238mg/dl, 325mg/dl~105mg/dl, 527mg/dl~179mg/dl, 529mg/dl~113mg/dl, 111mg/dl~46mg/dl. Mother states that she gave child medication based on the lower results. No adverse event reported. Not all tests performed on same vial of strips, one vial's info not provided. Quality controls were used and reportedly within acceptable ranges. Requested return of suspect device and replacement was sent.